Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the remote monitor completes the telemetry phase and appears to complete the send phase; however the clinic does not receive the transmission. No patient complications have been reported as a result of this event.